Event description:
Duplicate report, no event for this report number.

Manufacturer narrative:
Correction: a2- added patient age. A3- added patient sex. B4 - added today's date of the follow-up correction report. B7- added relevant patient history.

Event description:
Reported false positive sars result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.